Event description:
It was reported that the ¿pump not turning on when top button pressed. Patient has to press button multiple times for the pump to turn on¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.